Event description:
During an aneurysm coiling procedure, vessel access was difficult, and the guidewire was used to place the microcatheter prior to stent placement. The guidewire was left in position during coiling due to the access difficulty. As the case progressed, the microcatheter was repositioned, and the guidewire was pulled back through the stent. As the guidewire was being pulled back, the guidewire separated. The distal portion of the guidewire was left in the patient. There was no clinical sequelae.